Event description:
It was reported that during a breast biopsy, the marker wouldn't deploy. A competitor's marker was tried and the case was completed with no pt consequence.

Manufacturer narrative:
Introducer tube sheared off at distal end. Eval summary: the analysis results found that the device was received with the introducer tip sheared off and missing. The device was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is trended on a regular basis to determine if further investigation is warranted. The batch record review was performed and no anomalies were found during the mfg process.